Event description:
Additional information was received stating that the vns patient was referred for surgery. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient's vns was now indicating high lead impedance. No trauma or manipulation was reported. The neurologist indicated that he was not planning on taking x-rays at this time. The patient's device was not disabled however the site was informed of the manufacturer recommendation to disable stimulation in the presence of high impedance. Surgery to replace the patient's lead is likely. No adverse events have been reported.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that there was no patient manipulation or trauma that is believed to have caused or contributed to the high impedance. The physician reported that the patient declined having the device programmed off because the patient was asymptomatic to the high impedance. Since the patient was asymptomatic no interventions have been planned or taken. The physician later reported that x-rays will be sent to manufacturer for review and that the device would be programmed off per manufacturer's recommendation; however, no x-rays have been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.